Event description:
This case was initially received via regulatory authority ((B)(6), reference number: (B)(4)) on 28-aug-2018. This spontaneous case was reported by a physician and describes the occurrence of embedded device ("essure was found intramyometrial") and device expulsion ("essure was found intramyometrial") in a female patient who had essure inserted. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required) and device expulsion (seriousness criteria medically significant and intervention required). The patient was treated with surgery (exploratory laparoscopy - suspicious of migration to the peritoneal cavity before surgery) and surgery (exploratory laparoscopy - suspicious of migration to the peritoneal cavity before surgery). Essure treatment was not changed. At the time of the report, the embedded device and device expulsion had not resolved. The reporter provided no causality assessment for device expulsion and embedded device with essure. The reporter commented: exploratory laparoscopy, not explantation of essure (suspicious of migration to the peritoneal cavity before surgery). During the procedure they noticed that essure was intramyometrial for that reason, the removal was not performed. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This case was initially received via regulatory authority (aemps, reference number: (B)(4)) on 28-aug-2018. The most recent information was received on 04-sep-2018. This spontaneous case was reported by a physician and describes the occurrence of embedded device ("essure was found intramyometrial") and device expulsion ("essure was found intramyometrial") in a female patient who had essure inserted. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required) and device expulsion (seriousness criteria medically significant and intervention required). The patient was treated with surgery (exploratory laparoscopy - suspicious of migration to the peritoneal cavity before surgery). Essure treatment was not changed. At the time of the report, the embedded device and device expulsion had not resolved. The reporter provided no causality assessment for device expulsion and embedded device with essure. The reporter commented: exploratory laparoscopy, not explantation of essure (suspicious of migration to the peritoneal cavity before surgery). During the procedure they noticed that essure was intramyometrial for that reason, the removal was not performed. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 4-sep-2018: quality safety evaluation of ptc. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.